Event description:
The injector flow rate was set for 3.0 cc/sec and the injection site was the antecubital fossa. At the completion of the study it was noted that 150 cc's of contrast extravasated laterally to the eda patch. The pt was treated with warm compresses, monitored for 3-4 hours, and released to home without further medical intervention.